Event description:
Jambon, e., le bras, y., petitpierre, f., balian, e., midy, d., grenier, n.; marcelin, c. (2020). MRI associated factors of clinical efficacy of embolization in patients with pelvic venous insufficiency. Diagnostic and interventional imaging, 101(10), 667¿676. Htt ps://doi.org/10.1016/ j.diii.2020.06.004. Summary: the purpose of this study was to identify anatomical findings at magnetic resonance imaging (MRI) associated with successful percutaneous embolization in women with pelvic venous insufficiency (pvi). Identified events: identified events: 1. 1 patient had angioedema due to gadolinium chelate injection. 2. 3 patients had temporary radiculalgias due to perivenous inflammation. 3. 1 patient had lymphedema. See attached literature article.

Manufacturer narrative:
Jambon, e., le bras, y., petitpierre, f., balian, e., midy, d., grenier, n.; marcelin, c. (2020). MRI associated factors of clinical efficacy of embolization in patients with pelvic venous insufficiency. Diagnostic and interventional imaging, 101(10), 667¿676. Htt ps://doi.org/10.1016/ j.diii.2020.06.004. This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. Date is year valid. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. If information is provided in the future, a supplemental report will be issued.